Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of fluid ingress on the modular cable (lot: 7514030) was confirmed via visual inspection of the returned product. Visual inspection revealed green residue in the controller connector consistent with fluid ingress. The returned modular cable was tested to evaluate the integrity of the wires. The modular cable passed testing without issues despite the observed fluid ingress on the controller connector. The returned modular cable was then connected to a test system controller and a test pump with no issues observed. The returned modular cable was also tested alongside the returned system controller (serial number: (B)(6), investigated independently) without any issues. The modular cable operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Log files revealed routine events until the driveline was disconnected on 22jan2025 at 14:54:59 consistent with the reported controller exchange. A root cause for the reported fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible). Heartmate 3 instructions for use ( rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant not applicable manufacturer's investigation conclusion: the reported event of fluid ingress on the modular cable (lot: 7514030) was unable to be confirmed. Photos were not submitted. Product was not returned. Log files revealed routine events until the driveline was disconnected on (B)(6) 2025 at 14:54:59 consistent with the reported controller exchange. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible). Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a green, gel-like material coming from both power cables on the system controller and the patient's modular cable. The cause of the material was unknown but was suspected to be due to water damage. The patient was switched to their backup controller and modular cable. Log files were submitted for review and found no unusual events prior to the controller exchange.